Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 3, 2012 to october 4, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received without fluid and had cut tubing. Visual inspection was performed and found no signs of blockage or abnormality that could have caused the reported problem. The cut tubing was reconnected, and a functional test was performed in which the unit was filled with water and observed for flow issues. Continuous flow was observed from the distal luer during this test. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was noted during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.